Event description:
(B)(4). Diarrhea since placement more often than not, sever abdominal and back pain, muscle and joint pain, headaches, extremely heavy flow during cycles with very large clots, constant fatigue, body aches, brain fog, weight gain and mood changes.